Event description:
While performing bench service on the device, it was identified by an authorized bench technician that the device was not recognizing the installed battery. There was no reported patient involvement/adverse patient impact.